Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-6480 pump is not running properly, as the touchscreen is working intermittently and the ar-9800-f footswitch cord is frayed by the switch part. This was discovered during an unspecified procedure with no patient harm.

Manufacturer narrative:
See attached for supplier evaluation.